Event description:
Pt was scheduled for a bilateral open capsulectomies with implant exchange. The pt had the implants inserted in 1977 by another surgeon other than the one doing the explantation. Upon doing the surgery the implants were both encapsulated and the condition of being ruptured was questionable. The implants and any surrounding tissue was sent for routine pathology and no abnormal patholgy was reported back. Because there was a question as to whether the implants were ruptured or not with the capsules our facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.